Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the b30 error occurred due to the communication with a scope because of foreign material or moisture adhered to the electrical contacts. Since the actual device was not returned, the root cause could not be identified. Additionally, it is likely the procedure was prolonged for 3 to 45 minutes occurred due to the device malfunction. However, a root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while connecting the evis exera iii xenon light source, a communication error code (b30) displayed. The patient is stable. The procedure being performed was a diagnostic colonoscopy. The procedure was able to be completed. It is unknown whether it was completed with the same device or a different device. The procedure was prolonged by 3-45 minutes. The patients anesthesia/sedation was extended by about an hour and a half. The procedure did not need to be cancelled or postponed. There was no medical intervention required.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.